Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for the event. It was reported that the peritonitis was manifested by fever and diarrhea. The patient was initially treated with tylenol for their symptoms and later with unspecified antibiotics intravenously (dose and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14d10070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).